Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported by a company rep that the unit activates on its own without the footpedal or the button being pressed. It was further reported that the unit stays active and does not stop until it is pulled out of the console.